Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309632, batch#: 3362299. It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: rcc received a complaint via email. There have been some issues with using bd syringes in petnet solutions production. Additional information provided: 1. Please provide the date of event. 07/09/2024. 2. Please describe the issue in more detail? There was a crack in the syringe barrel. 3. Please provide the batch# or lot# number? 3362299. 4. Please provide the material# or ref# number? 309632. 5. Please share the captured photo of the event if available. Image not available. 6. Any sample available for investigation? Sample not available. 7. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The issue was not patient related. There was no harm to patient. The issue was discovered prior to patient involvement.